Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin result on the architect i2000sr analyzer. The following data was provided for a (B)(6) year old male patient: (B)(6) initial 0.26 ng/ml, repeated after the physician questioned the initial result as 0.02 ng/ml. The customer uses a cutoff of >0.02. There was no treatment provided based on the initial result and no impact to patient management.